Event description:
During a remote follow-up, inadequate high voltage therapy was noted during episodes of ventricular fibrillation (vf). Ultimately, vf was unable to be terminated by the device which resulted in patient death. The physician suspects the vf episodes to be due to agonic rhythm. Further information was requested but not received.

Event description:
Technical support (ts) was contacted and confirmed vf was successfully terminated initially, however, the subsequent episodes resulted in a atrial rhythm failure. Session records provided to ts did not reveal any device malfunction.

Event description:
During a remote follow-up, inadequate high voltage therapy was noted during episodes of ventricular fibrillation (vf). Ultimately, vf was unable to be terminated by the device which resulted in patient death. The physician suspects the vf episodes to be due to agonic rhythm. Further information was requested but not received.